Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the unit had low spo2 reading and there had been delays with sensors picking up spo2. There was no patient injury.